Manufacturer narrative:
H6: investigation summary: no photo or sample was received with the customer's complaint of broken lids. Without further information, the root cause cannot be confirmed and the complaint cannot be verified. According to the DHR review process, the result showed there were no issues reported on entry description has lids do not fit the containers during the manufacturing process of the lot number (1068918) reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported has lids do not fit the containers for the same part number (300450) throughout the last twelve (12) months. H3 other text : see h10.

Event description:
It was reported that the sharps coll experienced a lid that would not fit the collector. The following information was provided by the initial reporter: lids that came with the containers do not fit.

Manufacturer narrative:
OEM manufacture: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sharps coll experienced a lid that would not fit the collector. The following information was provided by the initial reporter: lids that came with the containers do not fit.